Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm on the insulin pump during priming. Customer does not use the sensor feature and they were able to complete the rewind sequence. No further information reported.